Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within five seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.